Manufacturer narrative:
In response to FDA report number: mw5101389. The reported events of lymphedema and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphedema, lymphadenopathy.

Event description:
Patient reported ¿I was (B)(6) when it was placed¿, ¿unexplained rashes¿, ¿lymphedema¿, ¿all of my lymph nodes and adenoids are inflamed¿, and ¿implant was rippled.¿ patient additionally reported ¿very sick¿, ¿new allergies to food and other things¿, ¿prediabetic¿, ¿tooth decay that came on very quickly¿, ¿vision changes¿, ¿loss of mental acuity¿, ¿trouble sleeping¿, ¿fatigued easily¿, ¿developed alopecia¿, ¿hidradenitis suppurativa¿, ¿joint pain¿, ¿my face is puffy and swollen¿, ¿numb hands and feet¿, and ¿severe headaches¿; these events are not device related. Device remains implanted. This record is for the right side.